Event description:
The sales rep reported that: "during the operation, the surgical team was unable to complete the procedure due to a technical problem with the ancillary parts. After reaming the patient's tibia and identifying the implant to be placed, the operators were unable to continue the procedure due to a problem with the assembly and disassembly of the bolt, nail holder and implant. The bolt and nail holder remained attached, making it impossible to dismantle the implant once the procedure had been completed. For safety reasons, the operators preferred not to implant the implant and to postpone the operation to a later date. Intervention postponed to on (B)(6) instead of on (B)(6). The operation was carried out by an experienced surgical team. The ¿recovery¿ operation took place in the presence of the local sales manager and went smoothly. The faulty equipment was taken back by the sales representative for expert examination."

Manufacturer narrative:
Corrections: please refer to d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep reported that: "during the operation, the surgical team was unable to complete the procedure due to a technical problem with the ancillary parts. After reaming the patient's tibia and identifying the implant to be placed, the operators were unable to continue the procedure due to a problem with the assembly and disassembly of the bolt, nail holder and implant. The bolt and nail holder remained attached, making it impossible to dismantle the implant once the procedure had been completed. For safety reasons, the operators preferred not to implant the implant and to postpone the operation to a later date. Intervention postponed to 07/31 instead of 07/27. The operation was carried out by an experienced surgical team. The ¿recovery¿ operation took place in the presence of the local sales manager, and went smoothly. The faulty equipment was taken back by the sales representative for expert examination."